Manufacturer narrative:
Visual inspection: during the investigation, deformation of the housing surface was detected, measurement of plane parallelism confirmed this with a value of -0.090 mm - outside the tolerance of 0 ± 0.02 mm. Was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the both valves are not operating within the acceptable tolerance in either position. An accelerated outflow of both valves could be determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine non-adjustability on the progav and accelerated drainage on both valves. The deposits visible in the valves may have led to the above malfunctions. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. Furthermore, we have observed deformation of the housing surface on the progav. Excessive pressure exerted by an adjusting instrument, for example, may be responsible for this. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shunt system (#fv415t) was implanted during a procedure performed on unknown. According to the complainant, the shunt showed a over-drainage. The patient underwent a revision procedure performed on unknown. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 years. Weight: 20 kilograms. Height: 103 centimeters. Gender: male.